Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-06069. It was reported the pt is no longer receiving adequate coverage. Reprogramming attempts did not resolve the issue. X-rays were taken and revealed both of the pt's leads have migrated. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.